Event description:
P-waves measure 0.40 and sensitivity is programmed 0.15mv. Possible atrial undersensing/oversensing on stored egms . Causing some ap over pacing #107. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).